Event description:
Health care professional reported injecting 0.8cc of evolysse smooth into the lips of a patient. Approximately 4 days post injection patient experienced lumps in the lips. The hcp reported there were no emergent signs and no excessive tenderness, hardness, blanching, or redness.

Manufacturer narrative:
Eus-20250922-921[2] and complaint (B)(4). The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. However, it was noted that the practitioner did not follow the instructions for use regarding the recommended injection site.